Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One (1) sample was received without its original packaging, in unused condition, and decontaminated inside a ziplock bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The wye connector and tube assembly are observed to be loose. The sample was submitted to leak test inspection in which leakage was detected in the wye connector and tube assembly confirming the complaint. The root cause was due to not following procedure during the assembly process. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Awareness notification was made to production personnel to explain the importance of adherence and following the procedure operation by the quality engineer.

Event description:
It was reported that during the pre-use check, leakage of air from the product was detected. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
Month and year of event have been provided, day is unknown, UDI section of is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.